Event description:
It was reported that air was seen in the device. A watchman access system (was) double curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During advancement of the wds through the sheath, air was noted inside the was. At this time, the physician stopped advancing the device and slowly removed the wds while aspirating the air out. This successfully removed the air. No air was seen in the body. No adverse patient events were reported. The case was aborted to due unsuitable anatomy.